Event description:
Caller reported that the pump battery would not charge, despite using a tandem charging cable and trying multiple wall outlets and adapters. There was no adverse impact to the caller's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to attempt charging with different methods, but the issue persisted, so the decision was made to replace the pump, although it was out of warranty.